Event description:
On (B)(6) 2011, our firm received an email from a pt stating that he/she had been a long time wearer of acuvue 2 brand contact lenses (cl) and recently switched to acuvue oasys brand contact lenses. The pt wanted to know the difference between the two because since switching to oasys he/she "noticed that eyes were going completely bloodshot after about 2-3 hours of wearing them." The pt stated that he/she was "treated for eye ulcers for over a month, perhaps related to something else and simply poor timing." The pt resumed cl wear and his/her eyes were instantly bloodshot again. We reported 1033553-2011-00075 but at the time did not have enough info to determine if the pt had ulcers ou. This report is for os, #1033553-2011-00075 is for od. On (B)(6) 2011, the pt called our firm stating that he/she experienced redness ou after being placed in oasys product this past summer. The pt stated that he/she was seen in an ER (B)(6) and treated for ulcers in both eyes; the pt remains (B)(6) at present. The pt was treated with exocin drops, 1drop q2h and predsol drops tid ou x1 mth. The pt did not have contact info for the treating hosp. The pt stated that he/she was wearing his/her roommates bausch & lomb purevision 2 lenses without further event.

Manufacturer narrative:
Our firm has made numerous unsuccessful attempts to get add'l info from the pt. The pt has discarded the product in question. A device history review was not performed because the lot number was not available. Corneal ulcer may or may not be a serious injury. Based on the limited info received, this injury being reported as a serious injury as a worst case. Any add'l info will be reported within 30 days of receipt. (B)(4). Device labeling single use or reuse. Device discarded, unable to f/u. Conclusion - no conclusions can be drawn.